Event description:
It was reported the patient's stimulator "just quit". The "wires" were in place and "everything was connected." The stimulator "just died." The stimulator was replaced sooner than the patient expected.

Manufacturer narrative:
The stimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.